Event description:
As reported by an eye care professional, a pt experienced a corneal ulcer during contact lens wear. The brand of the contact lens is unk and no further info was provided. Additional info has been requested but not yet received.

Manufacturer narrative:
The brand name of the ciba vision contact lens involved in the incident was not provided; therefore, the actual place of MFR could not be determined. (B)(4). No device is available for evaluation and no manufacturing investigation can be performed as the lot number is unk. The root cause could not be determined. (B)(4).